Manufacturer narrative:
B3 date of event: aware date used as event date is unknown.

Event description:
It was reported that thrombosis and device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present, and the closure device had shifted. The physician did not perform any intervention or treatment at this time. The patient did not experience any other complications as a result of this event.